Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. Patient was under local anesthesia. The 75% stenosed target lesion was located in the moderately tortuous cephalic arch vein. A 9.0 x 40, 75cm mustang balloon catheter was selected for use in a percutaneous transluminal angioplasty (pta). During the sixth inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and it was determined that additional inflation was not necessary, therefore procedure was ended. There was no patient injury as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 60mm in length and extended from a position 11mm proximal of the proximal markerband to 9mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found a shaft kink approximately 180mmproximal from the distal tip. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. Patient was under local anesthesia. The 75% stenosed target lesion was located in the moderately tortuous cephalic arch vein. A 9.0 x 40, 75cm mustang balloon catheter was selected for use in a percutaneous transluminal angioplasty (pta). During the sixth inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and it was determined that additional inflation was not necessary, therefore procedure was ended. There was no patient injury as a result of this event.